Event description:
The complainant alleged that while attempting to pace a pt, age and gender unknown, at a setting of 70 ppm at varied ma settings and the device would not deliver any pacer pulses. The complainant indicated they were able to obtain another device and properly paced the pt with no adverse effect.